Event description:
The infusion sets anchors a subcutaneous cannula for insulin fusion. The infusion sets have a tab that is easily caught on undergarments while one is getting dressed. This causes the cannula to become dislodged or crumple and is impossible to see.